Manufacturer narrative:
The failure was confirmed through disassembly and visual inspection. Through visual inspection, the nose cone was confirmed to be affected by debris. The device was repaired and placed back into stryker stock.

Event description:
It was reported that during a procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.